Event description:
A patient involved in a motor vehicle crash on an unknown date was implanted with a retrograde femoral nail for a distal 3rd femoral fracture. During the procedure, the surgeon was using the retrograde femoral nail system, when the universal chuck with t-handle broke. The release mechanism kept falling apart and would not hold the ball tip wire. All broken pieces were retrieved from the patient and confirmed by x-ray. The surgeon also experienced an issue with the spiral blade inserter which bound and locked to the spiral blade jig (attachment handle) and would not advance. The instruments were backed out with vice grips and disassembled. The surgeon used another set to complete the procedure. This event added an additional 20-30 minutes to the procedure. There was no issue with the attachment handle. This complaint is on the spiral blade inserter. This report is 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. Upon receipt, a slight burr at the groove was visible. The function test showed that the arm did indeed jam on the inserter as complained. We were not able to determine the exact cause of this occurrence. There was a slight burr at the grooves of the inserter. Therefore, we supposed that wear and tear caused the malfunction of this instrument. The design has been improved to avoid such an occurrence in the future. This complaint is indeterminate from a manufacturing standpoint.